Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code(s) 4625 provided on the initial report needs to be removed as it should not have been indicated in the initial report. Also for health effect clinical code 4581 should be added. Field below updated: section h6: health effect clinical code: 4581 (captures incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as the device remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted: therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported after entering the optic zone of the anterior camara; it was observed the second haptic was amputated, inside the cartridge of the implant. They chose on maintaining the lens in capsular bag for later replacement, as there was no other intraocular lens (iol) with the same diopter available at that moment. Medication was prescribed (vigadexa). Pre-op vision: 20/60; post-op vision: 20/70. The explant was planned but did not occur. Incision was amplified. No further information provided.